Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they noticed their implant battery had shifted. Pt stated that right after they were implanted they noted that the ins was implanted closer to their skin than their other one was placed at. However after 2 or 3 years they noted that the implant had shifted more and attributed it to the having to using the ins recharging belt when they stopped using adhesive discs. Pt mentioned they had notified a mdt representative of this issue but did not remember who it was or when they notified them. [See (B)(4) - ins recharging issues].

Manufacturer narrative:
Continuation of d10: product ID 97715 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2020; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.